Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 0.6 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had increased pain and was recently hospitalized with withdrawal-like symptoms. The symptoms had come on gradually and began in (B)(6) 2017. A dose increase was done on (B)(6) 2018 and the patient did not have any pain decrease. The pump was read on (B)(6) 2018 and showed no alarms and the logs revealed no issues. A dye study and roller study were done on (B)(6) 2018 and were normal. There was no reservoir volume discrepancy. The expected residual volume was 16.5 cc and the actual residual volume was 16.1 cc. The doctor was going to increase the intrathecal dose to see if that would help the patient¿s report of increased pain. The patient received pain relief from the intravenous morphine dose at the hospital, so the doctor was going to determine the equivalent for the intrathecal morphine dose. The doctor was wondering if when the patient got a urinalysis if the intrathecal morphine would show up in the urine because the patient¿s results were negative. No further complications have been reported as a result of this event.